Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the stylet was not returned with the lead. Stylet insertion test was performed using the stylet sample in the rpa lab, result was passed. It passed completely through the coil lumen to the distal tip without obstruction.

Event description:
It was reported that the physician was unable to get the stylet into the tip of the lead during implant. An alternate lead was used. No patient complications have been reported as a result of this event.